Manufacturer narrative:
The lift was returned and an expanded evaluation was completed. The lift¿s actuator rod end mounting eyelets were confirmed to be broken causing the loss of support. The lift was approximately 11 years old and was extremely worn as evident by the corrosion, oxidation, abrasions, and physical damage present on the returned lift. Also, a missing bushing at the actuator attachment point may have caused unwanted movement at the rod end. This lift has been replaced, no further issues have been communicated.

Manufacturer narrative:
There was no patient involvement, this issue was found during service maintenance. The maintenance manager from the facility stated that the top of the actuator shaft itself had worn through and broke, the bolt was not broken. He stated after servicing the lifts at the facility, they found that the lift was missing a bushing at the top of the actuator. It looks like the actuator connection point wore down and broke over time. He said you can't see if the bushing is there or not unless you dissemble the connection point to remove the black guard at the top of the actuator. That guard would not be removed during normal maintenance. He also stated that they only service their lifts if something is wrong or an issue is noticed. The lift has not been repaired yet. Attempting to get the lift returned or inspected by invacare. Should additional information become available, a supplemental record will be filed.

Event description:
The group home program specialist and investigator called and stated that the bolt at the top of the actuator motor has snapped off. The caller is not with the lift to get a serial number. The caller states she thinks they purchased the lift in 2006. The caller states that prior to using the lift, the maintenance department was doing their inspection and noticed the bolt at the top of the actuator motor was in pieces. The caller states no patient involvement.